Manufacturer narrative:
The reported balloon loss of pressure and subsequent detached catheter component could not be determined as the device was not available for investigation. Therefore, a physical inspection of the device was not possible. It is noted that the patient eventually did fine and was discharged from the hospital. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A m5 ivl peripheral catheter was used to treat the sfa (superficial femoral artery). After the third inflation, a balloon loss of pressure occurred. A fragment of the balloon became detached and proceeded downstream. Surgery was performed to remove the detached component from the patient. The physician believes that the balloon likely ruptured due to calcium. The patient is well and has since been discharged.

Manufacturer narrative:
The subject device was received for investigation. The device was returned with the distal portion of the catheter missing. It has been confirmed that the detached portion of the ivl catheter was successfully retrieved from the patient. As of the date of this report, no patient sequelae has been reported. The reported device separation was confirmed. Based on the investigation of the returned components, the cause of the balloon loss of pressure could not be determined. It is suspected that the balloon loss of pressure occurred first, causing device removal difficulties from an unknown source. Force was likely used to withdraw the ivl catheter which caused it to separate. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.